Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. Upon completion of investigation, a supplemental report will be submitted.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis icono biplane system. During an emergency patient procedure, no stand movements were available. The patient was relocated, and the procedure was completed on an alternate unit. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
The investigation of the reported event was completed by our experts. The system was inspected by a local siemens service engineer. The inspection showed that the motor for the orbital axle had a reaction time that was close to the accepted range. In this case, the reaction time was above the threshold value, and the brake test was therefore not passed. After exchange of the orbital motor, the system works as intended. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation which leads to corrective action of the installed base, could not be determined by the investigation.